Event description:
The customer reported a loss of communication from the data acquisition pcb to the motor controller pcb. The spi bus is an internal communication link between the cpu and peripheral subsystems. Failure of the spi bus may result in a vent inop condition. Vent inop is a high priority condition that precludes safe operation of the ventilator. During vent inop, a high urgency alarm is displayed on the screen, the primary is activated, remote alarms is activated, oxygen flow is stopped and blower operation is disabled. The patient must be placed on another means of ventilatory support. No patient involvement reported.